Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing thresholds had risen in the days following implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.